Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, an intra-operative complication occurred, resulting with bleeding. The surgeon was not able to control the bleeding and decided to convert to open surgery. Once converted to open surgery, the rectum was quickly taken out of the body to correct the issue. The procedure was completed successfully. There was no allegation of malfunction of any da vinci product. On 23-dec-2020 the physician of this procedure was contacted and the following additional information was obtained about the complaint: the surgeon accidentally punctured an unspecified vessel while using a monopolar curved scissors (mcs) instrument during resection of the rectum. Per the surgeon, the vessel was punctured as a result of surgical error. There was no malfunction or issue with the mcs instrument, the da vinci system, and any other instruments or accessories. The use of the da vinci system, instruments or accessories did not cause or contribute to the surgical error in any way. The surgeon decided to convert the procedure to open surgery to control the bleeding (unspecified quantity) as it was posterior and he felt more comfortable repairing via open surgery. No blood transfusion was administered to the patient as a result of this issue. The surgeon was able to immediately repair the vessel puncture by clamping. The vascular team was not required for assistance. The delay incurred as a result of this issue was less than five minutes. The procedure was completed, and the patient is doing well with no post-operative complications.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. However, the surgeon attributed the vessel injury to surgeon error. Furthermore, the surgeon indicated that no malfunction of a da vinci system, instrument, or accessory occurred. A follow up MDR will be submitted if additional information is received. No video or images were provided to isi for review. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. Although, all instruments used in the case were not used in subsequent procedures, a review of the site¿s complaint history reviews has shown that no complaints were filed against the instruments. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, an unspecified vessel was punctured while the surgeon was using a mcs instrument for resection of the rectum. In order to repair the vessel injury, the surgeon elected to convert the procedure to open surgery. Although the surgeon attributed the vessel injury to surgeon error, it is unknown as to what extent (if any) the da vinci system may have contributed to the intra-operative complication. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.